Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose level averaged 400 mg/dl. The insulin pump was not working at times. Customer's current blood glucose level was 315 mg/dl. The device will be returned.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Drive support cap was inspected and no anomaly was noted.